Event description:
It was reported the patient had a shocking or jolting sensation with acute pain while changing positions. According to the patient the internal neurostimulator (ins) was set at 3.2. After getting up from a lying position was patient received a shock or jolt. The patient stated they checked the ins and read 4.00. While standing the patient reset the ins to 3.2. He laid down and stood up again and was jolted. The ins again read 4.0. This happened 3 times before it held at 3.2. About a week later while leaving (B)(4) the patient reported a jolt. About two minutes later the ins reset to a comfortable level and remained there. The next day, while standing the ins changed from 3.2 to 4. The ins needs charging every 7-10 days. The patient feels less coverage in his lower middle back where its most needed. An offer to turn off the internal neurostimulator (ins) until the patient meets with his healthcare provider but patient declined and decided to leave the stimulation on. The patient also reported stimulation in the wrong location. He was not feeling any stimulation in the lower middle back region where he was feeling pain. The patient stated if he raised the stimulation, it moves to his outer torso, kidneys and stomach. The stimulation either helps his legs or back but never both. The patient stated his 1st ins needed to be removed as of (B)(6) 2006 due to leads that were not properly connected and knew there was an issue because he was not getting the proper coverage in his mid lumbar area. The manufacturer representative reprogramed to new group c with different electrode combination and no other issues were reported. The patient was going to find a new healthcare provider. If additional information is received, a follow up report will be sent.

Event description:
Additional review indicated only the information regarding the implantable neurostimulator (ins) explant in (B)(6) 2006 pertains to this manufacturer's report. All other information involving the recent shocking/jolting and stimulation in the wrong location pertains to MFR report # 3004209178-2012-04951. Any additional information not related to the ins explant in 2006 will be reported MFR report # 3004209178-2012-04951.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 748925 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: product typ extension product ID 748925 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: product typ extension product ID 3998 lot# lb3365 serial# implanted: 2003-(B)(6) explanted: product typ lead. (B)(4).

Event description:
Additional information received reported that the patient received almost immediate relief from the device implanted in 2003. The reporter stated that it masked about 70 percent of the patient's pain and he "could live with that." It was reported that the model "required a battery change every three years" and the patient received a new unit in 2006. A follow-up report will be made if additional information becomes available.